Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient. On (B)(6) 2012 at 7:30am, the patient alleged trying to test her blood sugar upon waking as usual, and was unable to due to the alleged issue. The patient reported that she tests about 4 times a day, in the morning and before meals and her typical results vary from ''90-125mg/dl.'' The patient reported that she takes 75/25 humalog insulin on a sliding scale, depending on her readings. In response to not being able to obtain a reading, the patient reportedly took a smaller dose of insulin than usual, as recommended by her healthcare professional (hcp). The patient reported approximately 15-30 minutes later she developing symptoms of ''shaking bad'' and felt her blood glucose to be low. The patient reported she was unsure if her blood glucose was low, of if she was developing tremors from advanced age. She stated that this is an ongoing issue and she has discussed it with her hcp. The patient reported on (B)(6) 2012 at about 8:00am she had her usual breakfast of ''orange juice, eggs, toast and took a dose of xanax,'' as recommended by her hcp. The patient reported feeling better after eating and taking a xanax, she is not sure which treatment relieved her symptoms. The patient denied having a back up meter for testing. The patient denied being treated by an hcp for an acute complication of diabetes. At the time of troubleshooting, the cca documented that the patient was using the correct test strips. This was not the first time the patient used the subject meter, and there was no misuse of the product. The cca determined the battery did not need to be replaced. Additionally, when the patient was prompted to press the power button, the patient stated the meter does not turn on. The alleged issue was not resolved with training. Replacement products were sent to the patient. The meter, test strips, and control solution involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter has passed testing with no faults found. This complaint is being reported as an adverse event because the patient reportedly was not able to test on her meter, administered a dose of insulin, and developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. The control solution has also been returned but the evaluation of the product has not been completed at this time. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.